Event description:
Caller reported that a malfunction occurred on the pump, specifically identifying the malfunction code as malf 12. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, which successfully corrected the issue, allowing continued use of the pump. Customer was advised to contact support again if the malfunction reoccurs and acknowledged the instructions. No further action was taken.